Manufacturer narrative:
It was claimed that the ventilator's pressure transducer printed circuit boards (pcbs) were contaminated with liquid. Identification of issue has been done by analyzing problem description, service report, device's logs and provide photos. Based on technician statement, the both pressure transducer pcbs need replacement. One of them (inspiratory) has humidity marks. The boards have been replaced to resolve. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction and this is a reason that the issue was decided to be reported. There was no patient harm. It has remained unknown under which circumstances diet liquid entered the unit. Taking into account that servo devices are intended to be use in the hospital environment, the source of trace of diet solution can be considered as from the hospital meal. Nevertheless it can be concluded that the operator of the device must have been aware about that situation as the device was separated and the getinge service had been called. Based on the above information, it has been concluded that the most probable root cause was operational context. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's pressure transducer printed circuit boards were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).